Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high capture thresholds. The patient was evaluated in clinic for a routine monthly checkup and a lead perforation was confirmed. The patient experienced symptoms such as mild chest pain, discomfort and phrenic nerve stimulation. Subsequently, a revision procedure was performed and this lead was explanted. A new rv lead was implanted. No additional adverse patient effects were reported.